Event description:
During evaluation of a returned uv-flash solution transfer set, a damaged patient adapter was identified. There was no patient involvement as this was found during evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently in the process of being evaluated. Upon completion of the investigation, or if any other additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A visual inspection was performed with naked eye and clemex intelligent microscope and the following issue of damaged patient adapter was identified. Functional tests were performed on the device that included leak testing, clear passage testing and clamp function testing with no issues noted. A short simulated therapy was performed. The reported problem of damaged patient adapter was verified; the damage was indicative of tool use. Users of this transfer set may use adapter clamps to connect to the catheter. Should additional relevant information become available, a supplemental report will be submitted.